Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when a suture was used to anastomose the blood vessels during a liver transplantation, both the two needles in the same package were physically broken. The needle holder was checked to be normal and the broken needle was complete. Same type of needle was replaced to complete the case.